Manufacturer narrative:
Estimated date of event. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pain and hypersensitivity are listed in the perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was successfully performed using a proglide device after a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, approximately two weeks post tavr procedure with closure using proglide sutures, the patient developed what she thought were bug bites in the lower right leg. At first there were two bumps (approximately the size of a penny to nickel) and more started to develop over weeks/months. They started like a lump under the skin and came to the surface. More bumps appeared and moved up to the top half of the patients leg and one ended up right on top of the access site where the proglide was used and the lesion opened up and was oozing, but not bleeding. They are a red purple color, but are not itchy. One appeared on the patients buttock and one appeared on the bottom of her foot and some on her toes. The patient stated that the ones on her foot and toes are painful. The patient stated that she has been to a dermatologist, infectious disease doctor, allergist, her primary care physician, and to the surgeon that performed the tavr and proglide closure. All of the physicians that the patient consulted had no conclusion as to the cause of the lesions (bumps). The patient was prescribed an antibiotic by one of the physicians and took it for two weeks with no improvement to her symptoms. The patient stated she has common allergies such as to grass and has taken a daily allergy pill for years, but no known allergies to any other materials such as nickel or latex. No additional information was provided.